Event description:
It was reported that, "pt complained of hip pain. Dr removed gamma nail. Dr replaced gamma nail with a total hip."

Manufacturer narrative:
Device not returned. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.